Event description:
Issue with sleepimage app/ring used for at home sleep study. Software app would not sync data despite manufacturer's instructions, only 1 hour of data recorded. This resulted in lost data. Cannot diagnose patient because no data available. Software app page has multiple reports of this same issue. Please investigate. Please investigate the software component of this device. Multiple users report the same issue above.